Manufacturer narrative:
E1 field: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that something like stain was confirmed around distal end image guide lens of the cysto-nephro videoscope. The issue occurred during maintenance. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the adhesive of the objective lens was corroded. Based on the results of the investigation, it was possible that silica in chemicals used for cleaning and disinfection, as well as in adhesives used around the surface of plated area around the lens, might be involved in the generation of foreign materials. Furthermore, since phosphorus and chlorine were detected, it was possible that chemicals containing these elements were used in the periphery, leading to corrosion of the material. However, a definitive root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.